Event description:
The generator was returned into analysis and analysis was completed. Product analysis (pa) lab confirmed the patient's generator battery depleted prematurely due to exposure to electrocautery. The generator was found to be at end of service (eos) and burn marks were observed on the generator case which indicated that the generator might have been exposed to electro-cautery toll during explant. In addition, the downloaded data indicates a diagnostic test was performed prior to the pulsedisabled event; impedance change from 0 ohms (diagvinitialprechange) to 1709 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6) 2021 (implant date (B)(6) 2021). A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. The generator diagnostics were as expected for the programmed settings and the battery was measured to be 3.074 volts showing an ifi = no condition. Other than the noted event (pulsedisabled), there were no additional performance, or any other type of adverse condition found with the pulse generator.

Event description:
T was reported that in replacement surgery for the patient, the new generator was interrogated after implanting in the patient and was showing the battery to be eos pulse disabled. The surgeon noted that electrocautery was used and might have hit the generator and lead but was unsure. The old generator was attempted to be reimplanted however also showed an eos pulse disabled status. The new generator which was interrogated for the first time and seen to show an eos pulse disabled status was returned and received into analysis however analysis has not been completed to date. No additional relevant information has been received to date.